Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the device was accelerating to eri and exhibiting premature battery depletion. No intervention was reported at the time, and the patient would continue to be monitored. There were no patient consequences.